Event description:
It was reported that there was a left revision of a total hip due to fracture and dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding dislocation and fracture involving an adm liner was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned for evaluation. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. In the event it is stated that there revision for dislocation and fracture. The reported event does not indicate whether the bone fractures or whether one of the devices fracture and it was therefore not possible to investigate further.

Event description:
It was reported that there was a left revision of a total hip due to fracture and dislocation.